Event description:
It was reported that 1 device was used during a colon resection. It was reported by the affiliate that the tsb35 instrument could not open after first use. There was no consequence to the pt.